Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation and was initially inflated at 10 atmospheres. The physician then performed second inflation at 14 atmospheres and it was noted that the lesion was not sufficiently dilated due to severe calcification. Therefore, third inflation was performed at 14atmospheres and the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.25x10mm non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).